Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales rep, reported on behalf of the customer, that while using 3.5mm bone screws in the oval hole on a variax elbow plate they reportedly went all the way through the plate twice instead of the head of the screw stopping it. The customer had drilled with the 2.6mm drill. The sales rep has reported that in the same plate he also had an issue with the locking screw not engaging with the plate. The surgery was completed successfully. Other screw holes were used and the round holes were ok. The surgery was delayed 20-40 minutes.

Event description:
The sales rep, reported on behalf of the customer, that while using 3.5mm bone screws in the oval hole on a variax elbow plate they reportedly went all the way through the plate twice instead of the head of the screw stopping it. The customer had drilled with the 2.6mm drill. The sales rep has reported that in the same plate he also had an issue with the locking screw not engaging with the plate. The surgery was completed successfully. Other screw holes were used and the round holes were ok. The surgery was delayed 20-40 minutes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.